Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, intermittent audio on the smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of intermittent audio. The root cause was determined to be patient misuse due to the mute override function.